Event description:
Pt undergoing esophagogastroduodenoscopy with ph probe-bravo placement. Given imaging ph monitor/probe was inspected and calibrated according to manufacturer's instruction just prior to planned placement in pt's esophagus. Md placed probe, suction was held at 600mmhg for 30 seconds without interruption (per company recommendation). Probe is though to be deployed into pt's esophageal mucosa. When md removed the placement device, the ph probe noted to be intact and still attached to the placement device. It was obvious the ph probe did not effectively deploy from the placement device. Defective device will be kept at (B)(4) until (B)(6) 2015 when our given rep, (B)(4), will be in-house to inspect.